Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a frayed cable. No report of patient involvement or no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.